Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2000 and the patient¿s cause of death was other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of definite sudep. There is no allegation or other information indicating that the death is related to vns.

Manufacturer narrative:
Further follow-up revealed that the patient was receiving vns therapy at the time of death. Physician reported that the patient experienced no change in seizures with vns therapy. Physician reported that the ncp system was not related to the cause of death.

Manufacturer narrative:
Further follow-up revealed that an autopsy was performed. The death certificate listed the cause of death as seizure disorder. The death certificate listed other significant conditions contributing to death but not resulting in the underlying cause as subtherapeutic antiepileptic medication levels. The manner of death was listed to be natural.

Manufacturer narrative:
H6. Code 86: device manufacturing records were reviewed. H6. Code 100: review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
In the process of notifying the physician that his patient's device may be nearing end of service, it was discovered that the patient had passed away. The exact date and cause of death are unknown at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.